Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that due to the failure of video connector, communication was not performed properly and therefore no image had occurred; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center presented electrical interface failure. The issue occurred at the beginning of a cystoscopy. The facility finished the procedure with the replacement device. There were no reports of delay, injury, death or patient harm.